Event description:
It was reported that during surgery, the mobi-c implant disassembled while adjusting it in the disc space. The surgery was completed with another implant. There was no reported patient harm or additional impact to surgery.

Manufacturer narrative:
Corrections: a1, a2 (age), b5, b6, b7, d1, d2 (common device name), e1, e2, e3, g3, h1, h3. Additional information: d4 (UDI number), g5: PMA/510(k), h6 (device codes, results, and conclusion codes). The implant was not returned for evaluation, so no results are available and no conclusions can be drawn. A review of the DHR did not find any manufacturing issues which would have contributed to this event.

Manufacturer narrative:
The review of the device history records and the traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Attempts have been made to obtain more information about this case. Investigation still in progress. Conclusion not yet available. No information about the product.

Event description:
Mobi-c p&f us: disassembled during surgeon adjust. Upon implantation at disc, surgeon decided to adjust position. When he did so the peek cartridge disassembled from the implant. Implant was removed and new implant was utilized. No patient impact , no surgery delay reported. Attempts have been made to obtain more information about this case.